Manufacturer narrative:
(B)(4) is submitting the report on behalf of hoya corporation pentax (B)(4) office (exemption number e2015036).

Event description:
On 20/nov/2017, a device history review was performed confirming the colonoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. The manufacturer initiated a corrective action request to investigate events received from (B)(6) related to devices found contaminated before shipment of the devices to customers. No further information has been received for this event, therefore pentax medical considers this medwatch report closed.

Manufacturer narrative:
(B)(4). Pentax video colonoscope model ec-3890fi2 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. (Exemption number e2015036).

Event description:
Pentax (B)(4) became aware of a customer report for an event which occurred in france regarding contamination of pentax model ec-3890fi2/serial (B)(4) before putting the device into service. Pentax model ec-3890fi2/serial (B)(4) was shipped to the customer on (B)(6) 2016. Sampling performed on (B)(6) 2016 indicated 3 cfu of viable microorganisms. Sampling performed on (B)(6) 2016 indicated 2 cfu of viable microorganisms. The device was shipped to pentax (B)(4) for evaluation. Pentax (B)(4) reprocessed the device and had the device sampled by bio-clin on (B)(6) 2016, which indicated 1 cfu non aspergillus in the operation channel, 2 cfu (B)(6) coag negative in the suction channel, 3 cfu (B)(6) in the air/water channel, and 3 cfu (B)(6) coag negative in the water jet channel. Pentax (B)(4) reprocessed the device and had the device sampled by bio-clin on (B)(6) 2016, which indicated 4 cfu pseudomonas oryzihabitans in the operation channel, 4 cfu micrococcus sp in the suction channel, and 3 cfu (B)(6) sp in the air/water channel. Pentax (B)(4) reprocessed the device and had the device sampled by bio-clin on (B)(6) 2016, which indicated 20 cfu (B)(6) coag negative in the suction channel, and 2 cfu in the water jet channel. Pentax (B)(4) replaced the biopsy inlet on the device. Pentax (B)(4) reprocessed the device and had the device sampled by bio-clin on (B)(6) 2016, which confirmed the device conformed per (B)(6) regulations.